Manufacturer narrative:
A ge representative evaluated the system and replaced the arm control switch and the extension board. System operates as intended.

Event description:
Customer reported the arm is stuck and cannot be released and there is a problem with the hand release on the right footboard. No patient injury was reported.